Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 421 mg/dl. The customer was treated with bolus. The customer reports they feels okay to troubleshoot. The customer reports they have a back up plan available. The customer was treated and advised to hange out set due to many no delivery alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.